Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported on (B)(6) 2024, the patient was admitted to the hospital (drug intoxication), and on the same day, a dialysis catheter was placed for hemoperfusion treatment (enoxaparin to maintain anticoagulation), and on the third day (6.8), the patient was transferred to the city's hospital and found to have a thrombus (the exact location of which was in the right femoral vein), and was then transferred to another hospital, where an inferior vena cava filter was put in place to prevent the thrombus from dislodging and entering into the blood circulation. No other information was provided.